Event description:
Procedure type: urogynecological. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced persistent vaginal mesh erosions requiring 4 excision surgeries, foreign body reaction to pelvicol graft, vaginal ethibond suture erosion, burning sensation in the perineum, suture removal, levator muscle tenderness, constipation, granulation tissue requiring trimming/excisions, dyspareunia requiring physical therapy, vaginal spotting after intercourse, bladder cramping pelvic pain requiring excision of mesh, vaginal bleeding, pelvic cramping, pruritus at vaginal introitus, left levitator spasm requiring trigger point injections, urinary urgency/frequency and extreme anxiety. Additional information from the importer report: associated mdrs: 1018233-2012-01167, 1018233-2012-01181, and 101/233-2013-00092.

Manufacturer narrative:
(B)(4).